Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited high out-of-range pacing impedance. It was unclear if a helix issue was noted on the rv lead. The rv lead was not used. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted with sign of blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.